Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No stuck buttons or numbers scrolling up noted. Insulin pump had a cracked case at display window corner, minor scratches on lcd window, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had ramping numbers during a bolus attempt and an unresponsive keypad. The blood glucose reading was 67 mg/dl, which was treated with food. No significant events leading to the keypad issues were observed. The customer stated that she was eating when the issue occurred. She reported that she had gone to give herself a bolus when the up arrow button got stuck. She stated that she took the battery out, reset the device, but then the numbers started scrolling. Advised replacement of the insulin pump. Nothing further reported.